Event description:
It was reported that the mayfield modified skull clamp (a1059) keeps slipping and would not lock in place. The facility has not reported if there was patient involvement, injury, or surgical delay relative to this event.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation of the returned unit showed that the lock had rotational and lateral movement and a residue buildup was present. General maintenance and cleaning performed. New components were added to replace worn internal parts. Root cause: the unit required cleaning and replacement of worn internal parts due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.